Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A follow report was filed to indicate that the device was actually not in scope of res 88058. However, an incorrect medical device problem code was filed on this follow up report. This second follow up report is being filed to indicate that this medical device problem code was incorrect on the previous report.

Manufacturer narrative:
Upon further review, the device not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient noticing black things in device. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and the manufacturer observed minor signs of wear, tear, and contamination. The internal aspect of the device was inspected and the manufacturer observed negligible amount of dust in the blower enclosure. The manufacturer also observed two small pieces of contamination were observed and examined under the microscope. The first appears to be a white contaminant. The second is a dark contaminant that does not appear consistent with any material used in the manufacture of the device or the pe-pur foam from pr 7211 in either original or degraded states and is likely external to the device. No other contaminants like these two were observed in or on the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there is no visible damage or functionality failures of the device and the source of contaminations were external to the device. The manufacturer also confirms the two small pieces of contaminations in the airpath. Section d4 and h4 corrected in this report. Section d8, d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.